Event description:
At about 3 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 march 2024 lot 200940: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component revised: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2315938: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.